Event description:
The pt reported he had not received effective stimulation since the implant of his scs system. It was reported reprogramming was unsuccessful in providing stimulation to the feet was desired. The pt also reported the lead wire was coiled in the lower back area. The system had been used twice, per pt report. Follow up identified the pt was working to obtain a physician to explant the scs system. Reference MFR report: 1627487-2012-10415 regarding the ipg.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.